Event description:
An asymptomatic patient presented to the clinic with a device that was post-sensed t-wave oversensing on the ventricular lead. The patient received inappropriate atp and hv therapy as a result. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.